Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and close examination of the device identified that the injection site could be retracted and separated from the female luer. It was observed that there was no solvent on the male luer of the injection site and the female luer of the adaptor. The customer reported condition was confirmed. The cause of the lack of solvent is known to be manufacturing related. A CAPA has been opened to address this issue.

Event description:
A customer reported that the tubing separated between the injection site and the female luer of a catheter extension set. This event occurred during patient use, though no negative clinical consequences were reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.